Event description:
It was observed that during the device evaluation, the subject device exhibited a hole in the camera cable, a water tightness defect in the camera cable, and minor rust on the coupler unit. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera cable has a break (hole) in it, and this has led to a water-tightness failure, as the camera cable is unable to maintain its airtightness. The cause of the hole in the cable and rust on the couple unit could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.